Event description:
Patient was revised to address pain and metalosis. It was also stated that the cup was over-anteverted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain and metallosis. It was also stated that the cup was over-anteverted. Doi: (B)(6) 2007 dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of the device history records for lot 2549283 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This is a duplicate report of 1818910-2015-11453r. This report, 2013-36493, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2015-11453r. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 7/28/16- pfs and medical records received. There is no new additional information that would affect the existing investigation. This complaint contains the head/liner/cup. See (B)(4) for the stem.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update oct 23, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges inability to walk and climb stairs. After review of medical records for the MDR reportability, patient was revised to address synovitis, metallosis and joint disease. Revision notes reported of tremendous amount of metallosis, synovitis and abnormal deposits. It was also reported that there was trunnionosis and fluorscopy and overlapping radiographs revealed reasonable offset leg lengthreproduction. It was also stated that there was metal on metal bearing issue, synovitis, metallosis and tissue deposits. This complaint was updated on oct 27, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4) UDI:(B)(4).

Event description:
In addition to what previously alleged, ppf alleges metal wear, metallosis and loosening of cup. Updated report source, law firm, associated contact and patient harm.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.